Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported ectasia in a patient's right eye approximately 2 and a half months post lasik. An abnormal topography showed irregular astigmatism. Patient complains of blurry vision and experiences a loss of best corrected visual acuity. Upon follow up, the doctors will be meeting to discuss this patient's treatment plan going forward. Referral to a corneal specialist will be discussed.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4).